Manufacturer narrative:
This report is submitted on january 2, 2024.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted under general anaesthesia on (B)(6) 2023 and the patient was reimplanted with a new device during the same surgery.